Event description:
An optometrist reported a pt that was experiencing discomfort and light sensitivity three months following a lasik procedure in the right eye. The optometrist treated the pt with topical antibiotic drops and referred her to her surgeon. The surgeon noted a possible infection and added additional topical antibiotics and steroid to her drop regimen. His recommendation was for the pt to have cultures performed. The pt declined and opted to continue medications. The pt followed up three days later and stated that her eye felt much better. The pt began tapering off her medications and was scheduled for f/u with her surgeon one week later. Additional info was received from the center director, who indicated the infection was not related to the previous lasik surgery. At the pt's three week postoperative visit, the flap and cornea were clear. The pt was seen for sudden pain in the eye three months following lasik. Since the pt declined getting a culture taken, the surgeon stated the diagnosis as possible (B)(6) infection, possible bacterial infection or could be possible sterile ulcer. The diagnosis could not be confirmed, therefore, the surgeon declined to treat the eye aggressively. There was no decrease in vision. At the pt's last visit with the surgeon, stated "resolving peripheral marginal infiltrate", which was outside the flap but inside the limbus.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).